Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported via nbir left side seroma, device migration/implant malposition, correction of asymmetry, change shape/size/style, need for biopsy/tumor. Device has been explanted.